Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent non-sustained lead noise and non-sustained vt due to myopotential oversensing were observed via remote transmission. Patient was asymptomatic. The oversensing was reproduced with isometric evaluation. Programming changes were made.